Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2023 for receiver with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A review of the share logs was performed and issue was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the ios smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.